Event description:
Patient was being supported on an impact 754 portable ventilator system and it was reported that the ventilator lights flickered and the ventilator shut off then resumed operation a couple of minutes later. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, and, though it was not reported that back-up equipment was utilized, we have submitted this as a serious injury event because it is assumed that intervention using back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and found to exhibit the reported problem. The device was disassembled and inspected with no problems seen. The unit was reassembled and no longer showed problem. The root cause of the problem could not be identified. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user.